Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a right superior lobectomy, the stapler was able to fire completely. There was poor staple formation in the middle part of the reload. The staple line was incomplete centrally. They sutured to fix the staple line.